Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. No additional information was provided.